Manufacturer narrative:
Changed manufacture date to correct date. 01/19/2005.

Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. No adverse effects were reported.

Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis. The customer's reported problem was "motor rate error". Visual inspection found the pump to have a cracked top case, missing battery door, missing battery, broken right plunger case, flippers on left plunger case were not aligned correctly, and missing plunger assembly parts. Inspection of the pump's event log showed no motor rate error alarm. What caused the reported problem is not known as problem could not be duplicated. Who caused the reported problem is unknown as problem could not be duplicated. Multiple components no longer operate properly as a result of customer damage and normal wear.